Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
An impella cp device was inserted into the right femoral artery via a 14fr introducer sheath in an 81-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, there was a hematoma noted at the impella site after patient movement. The activated clotting time (act) was 380. Heparin 15,000-20,000 units was given for the pci. Manual pressure was applied to the hematoma. Subsequently, the patient expired in the procedure room. High-risk interventions require intense blood thinners, increasing the risk of bleeding. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements. The impella is conservatively being reported for death; however, was most likely attributed to the patient's underlying cardiac disease.

Manufacturer narrative:
G1 corrected the manufacturer contact phone number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of major bleed/access site adverse event was most likely use related since the clinical team confirmed the bleeding occurred after patient movement and act at the time of bleeding was 380 (recommended range: 160-180).